Event description:
In (B)(6) 2013 while using kimgard sterilization wrap (48x48), our central supply tech found a bug packaged between two of the wrappers. This was reported to the sales rep, so the company was aware. We were told the problem was addressed. Then in (B)(6), another bug was found between two wrappers. This now seems like an event that requires voluntary FDA reporting.